Manufacturer narrative:
Concomitant medical products: medtronic lead, implant date :unknown; 4194, lead implant date: unknown. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor was worn. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The pacing lead was returned to the manufacturer with no information and tested out-of-specification during manufacturer's analysis. No further information was reported nor could be obtained. No patient complications have been reported as a result of this event.